Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female pt who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip (formulation unk) and fixodent. On an unk date, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced zinc toxicity, nerve damage, hand and feet numbness, tingling of extremity, walking difficulty, and memory problems. At the time of reporting, the outcome of the events was unk. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage resulting in symptoms that include numbness and tingling in her extremities, severe difficulty walking and memory problems." The pt experienced "serve and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The pt's damages were permanent and "will continue into the future." F/u information was rec'd on (B)(6) 2010 via medical records. This case was upgraded to medically serious. On (B)(6) 2003, the pt was noted to have neuropathy symptoms times three months. On (B)(6) 2003, ceruloplasmin level was 3.4 (normal 22.9 to 43.1 mg/dl). On (B)(6) 2003, the pt was noted to have a history of alcohol use and possible abuse, but stopped drinking alcohol about 18 months ago ((B)(6) 2001). The pt had a history of cannabis use also. She had a history of iron deficiency anemia. On (B)(6) 2003, the pt was seen by neurology for a new pt evaluation. The pt had a three month history of numbness in her fingers, noted from the tips of her fingers to the knuckles. The pt had weakness in her hand, poor grip, numbness and a loss of sensation in the bottoms of her feet, difficulty balancing herself, and difficulty walking. The pt had a lowered ceruloplasmin. Impression included dysesthesias, pattern consistent with polyneuropathy. The pt was treated with neurontin. On (B)(6) 2003, the pt's urine copper was 16 (normal 15 to 60 ug/spec). On (B)(6) 2009, the pt's urine zinc level was 3345 (normal 300 to 600 ug/spec). On (B)(6) 2009, the pt's urine copper levels was 13 (normal 15 to 60 ug/spec).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).